Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the coupling bars came on and went off and it was not charging the ins. The caller mentioned the health care professional (hcp) checked the device a couple of week prior. When the patient used her patient programmer (pp) to help her shaking, the pp shows she was not charged enough. When the patient was fully charged, the patient used the pp and it helped with the shaking. The patient needed to be fully charged in order for the patient programmer (pp) to work and help with the shaking. A new implantable neurostimulator recharger (insr) antenna was sent. No further complications were reported or anticipated.